Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6-apr-2026, it was reported by a sales representative via (B)(4) that an ar-3740sp knotless fibertak anchor had a small metal piece break off into patient's knee during the procedure. The metal piece was unable to be removed from the patient and was intentionally left inside knee.